Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that it was noticed the ball bearings were missing from the devices after sonic wash. No adverse events have been reported as a result of the malfunction as there was no patient involvement.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional shims show used instruments each with one ball bearing and spring disassembled and missing. DHR was reviewed and no discrepancies were found. Root cause was determined to be a previously addressed design. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.